Event description:
A balloon ruptured on the first inflation at approximately 13-14 atmospheres during an arteriovenous hemodialysis fistula graft dilatation procedure of the venous anastomosis. Another balloon catheter was used to successfully complete the procedure. There were no pt complications involved. The device has been destroyed by the user facility. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contibute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. The above factors may have contributed to this event. However, without evaluating the device co is unable to determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."